Event description:
The customer reported that the system demonstrated problems with the left monitor display. Also, that was a bad connection between the monitor and c-arm. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service representative repaired the lemo pins connector. The system operates as intended. (B) (4)